Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated lead revision procedure, it was discovered that the left ventricular lead was dislodged. The lead was repositioned. The patient was stable after the procedure.